Manufacturer narrative:
Batch review performed on 25 june 2019: lot 161226: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary the surgeon revised the patient for a infection. The surgeon performed an I&d and liner swap and the surgery was completed successfully. The pathogen is unknown.